Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 518 mg/dl with nausea, fatigue and weakness related to the pump turning off in the middle of the night. The reporter stated that two new batteries were inserted but the pump would not turn on. The patient denied any physical damage to the pump or the battery cap and there was no known moisture exposure. This report is made based on the allegation that the patient experienced hyperglycemia related to pump power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.